Event description:
The following has been reported to hamilton medical ag on(B)(6)2024 it was reported , that on (B)(6)2023, hamilton-t1 (sn (B)(6)) alarmed for "release valve defective". There is no physical access to the ventilator and as such are no access to any of the event logs. Hamilton medical has requested the logs from the customer without been able to getting them. According to preliminary analysis, tightness test fails (release valve defective) is due to leaky or defective obstruction valve (2nd gen hw) potential root causes could be related to: - leaky or defective obstruction valve (membrane is stuck) - message release valve defective appears after sw update to 2.2.0 the following correction may be considered: -check if obstruction valve is connected properly. -replace check valve assembly as per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 12 march 2024. It was reported , that on february 29th 2023, hamilton-t1 (sn (B)(6)) alarmed for "release valve defective". There is no physical access to the ventilator and as such are no access to any of the event logs. Hamilton medical has requested the logs from the customer without been able to getting them. According to preliminary analysis, tightness test fails (release valve defective) is due to leaky or defective obstruction valve (2nd gen hw). Potential root causes could be related to: - leaky or defective obstruction valve (membrane is stuck). - message release valve defective appears after sw update to 2.2.0. The following correction may be considered: -check if obstruction valve is connected properly. -replace check valve assembly. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. Device alarms with (release valve defective) during pre-operational check and tightness test failed. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The tightness test is performed during startup of the ventilator to verify the integrity of the breathing circuit, ensuring there are no leaks that could compromise ventilation. The test is designed to detect leaks in the ventilator circuit, including tubing, connections, and the patient interface. It ensures that there is no unintended gas leakage that could affect ventilation performance. The operator's manual specifies that the preoperational check, which includes the tightness test, must always be conducted prior to patient use. Both the tightness test and the compensatory mechanisms for minor leaks are designed to ensure the ventilator operates safely and effectively. A failed tightness test or minor leak detection during ventilation does not indicate a malfunction but rather triggers the ventilator's safety mechanisms to either alert the operator or adapt to the situation. In conclusion, a failed tightness test is not a malfunction and should not be viewed as an immediate or critical failure. There is no information that reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, based on this information, the event is assessed as no longer reportable, and the event can be closed with this follow-up report.

Event description:
The following has been reported to hamilton medical ag on 12 march 2024. It was reported, that on (B)(6) 2023, hamilton-t1 (sn (B)(6)) alarmed for "release valve defective". There is no physical access to the ventilator and as such are no access to any of the event logs. Hamilton medical has requested the logs from the customer without been able to getting them. According to preliminary analysis, tightness test fails (release valve defective) is due to leaky or defective obstruction valve (2nd gen hw) potential root causes could be related to: leaky or defective obstruction valve (membrane is stuck). Message release valve defective appears after sw update to 2.2.0. The following correction may be considered: check if obstruction valve is connected properly. Replace check valve assembly. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.